Manufacturer narrative:
Heartsine evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the reed switch (sw1) to be faulty. The device was archived by heartsine and the customer received a replacement device.

Event description:
The distributor contacted heartsine to report that their device is prompting child patient whilst an adult pad-pak is installed. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted heartsine to report that their device is prompting child patient whilst an adult pad-pak is installed. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. There was no patient involvement reported with this event.